Manufacturer narrative:
A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer. The support coil and gripper were found without damaged while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a placement of an orbit mini complex fill 2x1.5 coil (B)(4) in an aneurysm (5*6mm), the coil stretched. After the event, the entire device was withdrawn and changed another one to complete the procedure. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event, and the product will be returned for analysis.

Manufacturer narrative:
During a placement of an orbit mini complex fill 2x1.5 coil (637mf0201/ 15426919) in a 5x6mm aneurysm, the coil stretched. After the event, the entire device was withdrawn and changed another one to complete the procedure. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm. The coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event, and the product will be returned for analysis. A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were received inside of the introducer. The support coil and gripper were found without damaged while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Although a definitive root cause conclusion cannot be made based on the analysis, the conditions of the embolic coil and the damages found on the device appear to have been caused by application of excessive force. With review of the analysis and device history records there is no indication of any device manufacturing issues related to the event. Additionally inspections are in place to prevent this type of failure from leaving the facility. The reported procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.